Manufacturer narrative:
Patient information was requested and no response received.

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.